Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 38.3 cm - 39.3 cm from the distal tip breaching the rv cable lumen, consistent with lead friction to the device can. External insulation abrasion was noted at 42.7 cm - 42.9 cm from the distal tip breaching the ring electrode (re) cable lumen, consistent with lead friction to the device can. One of the re cables was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.